Manufacturer narrative:
Reported event: an event regarding damage involving a trident liner was reported. The event of damage was confirmed through the photographs provided. Method & results: -product evaluation and results: no product was returned for evaluation however photographs were provided. The photographs show a recently explanted liner. Damage was observed on the distal rim of the liner. The damaged section of the liner is discoloured black debris and blood is also visible on the inside of the liner. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms disassociation, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: while the damage event was confirmed based on the photographs provided, the reported abnormal ion levels were not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history, and examination of explanted components are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised. Initially, patient complained of pain and elevated levels of cobalt and chromium were noted. Pre-revision x-rays revealed the presence of trunnionosis. Intra-operatively, a moderate amount of black tissue was observed, as well as stem-liner impingement. The accolade stem, lfit v40 head, and poly liner were revised to a restoration modular stem construct with a new head and liner. Rep provided the revision usage sheet, pre-revision x-ray, intra-op photo, and photos of the explants and reported that no further information is available. Update 02 september 2019 - as per med review comment x-ray confirms disassociation between head and stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient's right hip was revised. Initially, patient complained of pain and elevated levels of cobalt and chromium were noted. Pre-revision x-rays revealed the presence of trunnionosis. Intra-operatively, a moderate amount of black tissue was observed, as well as stem- liner impingement. The accolade stem, lfit v40 head, and poly liner were revised to a restoration modular stem construct with a new head and liner. Rep provided the revision usage sheet, pre- revision x-ray, intra-op photo, and photos of the explants and reported that no further information is available.